Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia with a nadir blood glucose of 57 mg/dl for approximately 20 minutes after announcing a meal twice, which led to excessive insulin dosing; the device provided low glucose alerts, and the patient self-treated with oral carbohydrate, restoring glucose to normal without assistance or medical intervention. Symptoms included hypoglycemia without reported associated clinical effects. Outcomes included transient low blood glucose without hospitalization or long-term impact. Investigation included case review, user interview, and troubleshooting with education on meal announcement and hypoglycemia management. Investigation of this case revealed user-related insulin over-delivery due to duplicate meal announcement, with device alerts functioning as intended and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy management. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.